Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "yesterday an PICC kit was opened for insertion and there was a hair found in the sterile kit wrapped around the braun introcan wrapper. Disposed of the entire kit due to possible contamination from the hair."